Event description:
It was reported that, the same day post implant, the right atrial (ra) lead exhibited under-sensing of atrial arrhythmia, causing early/false termination of recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.